Event description:
It was reported that, "surgeon would like to know why the post op alignment viewed by long x-ray does not represent the 0 degrees mechanical limb alignment as planned with shapematch."

Manufacturer narrative:
An evaluation of the devices cannot be performed as the device was not returned to the manufacturer. Additional information was requested. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.